Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the 'battery cannot be fully charged' message. He replaced the batteries and performed release testing. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the batteries to be received with 12.95 volts direct current (vdc) and 423 siemens (s) for the first battery and 13.12 vdc and 475s for the second battery. Both batteries met the minimum voltage and conductance of 12.5 vdc and 375s per specification. The unit shut down after 61 minutes of discharge which meets the 52 minutes specification. The pst did not observe a 'battery cannot be full charged' message. Per data log review, the system log goes back to (B)(6) 2021 and the power manager was reporting that the last measured discharge (lmd) was low (<180 or 18.0 amp hours). This will cause a message to the user in the perfusion screen 'battery needs service-full backup may not be available'. It is possible a higher priority message was displayed preventing the user from seeing the message until (B)(6) 2021. The power manager log indicated the lmd was 178 (17.8 amp hours) which will trigger the 'battery needs service' message. The log confirms the complaint.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'battery cannot be fully charged' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.